Event description:
It was reported that patient representative (pt rep) states moving and does not have a manufacturer representative (rep) or managing doctor. Caller states about 4 months ago, patient went to a doctor was in a wheel chair because of not feeling well that day. When doctor was checking ins, settings were cranked up and patient was convulsing and almost threw patient out of the wheel chair and muscles hurting the next day, and since then having problems with choking and shaking. Caller does not want to go back there and needs to find a new neurologist. Patient services emailed rep. The issue was not resolved. Additional information was received from the manufacturer representative that patient's wife claims that the nurse wanted to ¿check the health of the system¿, which to rep sounds like an impedance check. Rep called and spoke to nurse who confirmed they ran an impedance check which caused the patient response. Then they increased amplitude from 3.9 to 4.1. Patient was fine and had no issues at 4.1 amplitude. No actions were taken to resolve the issue, the test ended ¿within a few seconds¿ according to patient's wife. The issue was resolved when the assumed impedance check was finished, the problem disappeared. Information has been confirmed with the nurse.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.